Manufacturer narrative:
H3: analysis of the surgical arm found the complaint was confirmed. Visual/physical examination and functional testing found the surgical arm failed a stress, built in self test, and accuracy test, the j2 and j5 bearings failed, the camera was the old version, and the j6 flange was loose. The surgical arm was repaired, recalibrated and passed all testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the surgical arm found the complaint was confirmed. Visual/physical examination and functional testing found the flange in joint 6 was loose. The surgical arm was repaired, recalibrated and passed all testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that the surgeon did not want to finish with the system because of the inaccuracy that was seen on the very first trajectory. So much time had already gone by with t10-l2 registration difficulties, finally registering, first trajectory inaccurate, then doing l3-pelvis, he did not want to spend any more time ¿hoping¿. He felt s8 with spin was going to guarantee workflow and ability to finish the case. The inaccuracy was lateral.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The surgical arm was replaced. The system then passed the system checkout and was found to be fully functional. Analysis results of the surgical arm were not available as of the date of this report. A follow up report will be submitted when analysis is complete. Other relevant device(s) are: product ID: asm0206, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the manufacturer representative had difficulty with t10 to l2 registration during a t10 to pelvis case. Several ap and lateral images were taken when trying to get registration. The images on the c-arm looked acceptable, but there registration values were poor. After troubleshooting, the representative was able to get yellow values at t10 and green values for the rest. The surgical arm was sent to the first trajectory at left t10 and the drill was used. The drill accuracy looked accurate on the system. The surgeon tapped the trajectory and felt that it had deviated laterally. In the plan, the screw was slightly lateral out of the vertebral body, but the surgeon indicated it was more than expected. An accuracy test was done and the tip of the instrument fit into the divot without issue.  When th e instrument was tested on the spinous process, it was significantly off. Registration was done again, but the surgeon decided to move to the l3 to pelvis portion of the procedure. L3 to pelvis went smoothly and all of the screws were placed as intended. The surgeon decided to abort the use of the guidance system and use stealth navigation for t10 to l2. The manufacturer representative noted that the patient did not have any cages. There was no patient harm and the procedure was delayed less than an hour.